Event description:
The customer returned the colonovideoscope, an olympus asset, with no reported complaint. During device evaluation, a foreign object was observed in the auxiliary water supply channel, and the air and water supply nozzle was found to be corroded. The service repair technician indicated that the cause of the foreign material could not be determined, while the nozzle corrosion was attributed to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign object inside the auxiliary water supply channel could not be determined, and the cause of the corroded air and water nozzle was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.